Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the left ventiruclar lead lost capture and was "barely in cs (coronary sinus)." Also noted was that most of the lead was in the right atrium. The lead was explanted and replaced. No patient complications were reported as a result of this event.